Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual inspection of the returned device confirmed it had fractured into two pieces and exhibited signs of repeated use (dinged/scratched). Fracture analysis determined that the hackle marks and river lines were consistent with overload failure. The device history records were reviewed and no discrepancies were identified. As the device had been in the field for greater than seven years with unknown usage, the root cause is attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction of the femoral component. The procedure was completed with another impactor, and no adverse events were reported as a result of this malfunction.